Manufacturer narrative:
H3: as per the analysis the bearing was corroded and the handpiece runs rough due to all internal parts were severely corroded. H6/h10. H6: additional information suggest that fdm b17, fdr c20 and fdc d14 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information after follow up that the event occurred during the mastoidectomy procedure where bone drilling is required and the device was used from the beginning of the surgery until its completion. The visao handpiece overheats during a procedure. It got hot, a black liquid spilled from the coupling. The overheating of the device was sudden at the beginning of the surgery and the overheating lasted throughout the surgery. The time it took for the device to overheat was within a minutes of starting the procedure. The handpiece was with its straight coupling, the 5 mm bur mounted, with its cooling tubing connected to a bag of sterile water and its irrigation tubing connected to a bag of saline solution, the external connector of the handpiece was connected to the integrated ipc console with a revolution of 80,000 rpm and a drip of water at 25 cc. No impact was recorded on the patient or the specialist. The surgery was successfully carried out. The overheating arose after one minute of use, since the device began to be tested and it overheated.

Event description:
On (B)(6) 2021 a health care professional (hcp ) reported that handpiece it overheated, in engineering.no patient involvement .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.